Manufacturer narrative:
A field service engineer (fse) went to the customer site and replaced the gas delivery system (gds). Following replacement of the gds, the fse reported that they ran the device for 20 minutes without an alarm being produced. The fse completed a performance verification test which the device passed, confirming that the device could be returned to use.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device displayed diagnostic code 1203 for low leak co2 rebreathing risk. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the patient was moved to another ventilator without issue. The customer was informed of the following troubleshooting steps: "1. Check patient, as possibility of co2 rebreathing could pose a potential problem, 2. Check the port for occlusions, 3. If the problem persists, provide alternative ventilation. Service the ventilator." The rse then provided the customer with part information for the gas delivery system (gds) and flow sensor assembly (fsa). The customer requested an onsite evaluation by a field service engineer. The investigation is ongoing.